Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) could not reproduce the issue, but replaced the (453564673831,mx_100/x3 speaker assembly) for precaution. Based on the information available and the testing conducted, the cause of the reported problem could not be established.

Event description:
It was reported that after startup a "speaker operation error" message was displayed. It is unknown if there was still sound coming from the device at the time of the inop. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that after startup a "speaker operation error" message was displayed. It is unknown if there was still sound coming from the device at the time of the inop. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporter institution phone number:(B)(6). E1: reporter phone # :(B)(6). A follow-up report will be submitted upon completion of the investigation.